Event description:
I used the icy hot patch for a sore muscle in my back. I felt a lot of pain under the patch, so I took it off. I then realized I had a small blister. I have very thin skin, and I am concerned. I saw the channel 4 detroit news tonight, and saw the recall. Dose or amount: #1. One patch, frequency: once, dose or amount: #2. Icy hot cream, frequency: a few times. Dates of use: 2008. Diagnosis: soar back.